Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two 700cc mentor memorygel breast implants and experienced postoperative skin reaction (occasional itchiness). The patient also reports that she was diagnosed with large b-cell non-hodgkin's lymphoma in 2014, but that her oncologist does not attribute it to her breast implants, and that it is not bia-alcl. With the information currently available, the patient's cancer diagnosis does not appear to be related to her breast implants. If additional information is received surrounding the diagnosis, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.